Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during clinical check of implantable pulse generator (ipg) it was observed that elective replacement indicator (eri) triggered during warranty time and was reported as premature battery depletion. The ipg was scheduled for replacement. No patient complications have been reported as a result of this event.